Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20dec2011 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, wrinkling.

Event description:
Healthcare professional reported right - moderate wrinkling. Healthcare professional later reported right side rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.